Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device with opening. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5, b7, d4, d6b, h6.

Event description:
Healthcare professional additionally reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "discomfort", "change in shape", and "capsular contracture baker grade iii." This relates to the right device. Device remains implanted.